Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump battery could not be charged. Customer¿s blood glucose (bg) level was "low"; although specific value was not provided. Cause was not known. Customer consumed glucose tablets to address bg. The customer continued to use the pump for insulin therapy.